Event description:
Atrial threshold high - >2.5. Measurement consistent with historical values. Atrial output programmed 4.0 v and capture management is on monitor. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"